Event description:
According to the available information, the implant was removed and replaced due to a tiny hole in the tubing by the cylinder. The patient told the doctor that he got an injection thinking it would give him a better erection with his prosthesis, they suspect that the tubing was pierced during this injection.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated. A non-conformance was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the nc.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. Abrasion was noted on both exhaust tubes of the cylinders. A separation was noted on the exhaust tubing of cylinder 1 near the cylinder strain relief. This is a site of leakage. The separation has a central groove, indicating contact with sharp instrumentation such as a needle. No functional abnormalities were noted with cylinder 2. Based on examination, it was concluded that the observed separation in the exhaust tubing of cylinder 1 would have allowed the reported "leakage"; however, the information received indicated the patient that he got an injection thinking it would give him a better erection with his prosthesis, they suspect that the tubing was pierced during this injection. Due to the brief period in-vivo, the sequence of events leading to the observed separation could be related to the needle stick. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the implant was removed and replaced due to a tiny hole in the tubing by the cylinder. The patient told the doctor that he got an injection thinking it would give him a better erection with his prosthesis, they suspect that the tubing was pierced during this injection.